Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The desktop charger (dtc) and ins recharger (insr) connector pins/plugs were bent which the hcp thought occurred on the day of this report. The insr would not charge and the patient experienced a loss of therapy. A replacement insr and dtc were sent. No further complications were reported.